Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 3/5 was not confirmed in the lab after receiving one actual sample. Set was placed on machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The batch review was performed on potentially associated lot (h11b26115) with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (CAPA #) (B)(4).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a system error (se) 2240 in dwell 3 of 5. The technical service representative (tsr) advised the hp that air has entered the set up. The tsr had the hp recycle power and the se 2367 alarmed. The tsr advised the hp therapy had ended and would need to start over with new supplies or use manual supplies. The hp stated would use manuals. The tsr advised the hp to inform the peritoneal dialysis nurse (pdn) of the se 2240. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Writer contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp stated that the cassette caused the alarm. Per the hp, the cassette was not injected into the door the entire due to an unknown defect with the cassette. The hp had saved the cassette to send back to baxter and also provided the lot number information for the cassette (h11b26115). The hp had notified the nurse regarding the alarm. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.